Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens malfunctioned, causing intolerable glare, light sensitivity and visual distortion. The iol was exchanged and the symptoms resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).